Event description:
Adverse event: "blurred vision" (blurred vision); "deep-aching pain" (pain); "cannot see well at any distance" (impaired vision); "shadow in the center of images" (visual disturbance). Product problem: "none reported" (no information [iol (intraocular lens) implanted]); "use of an unapproved viscoelastic" (use of device issue). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had been experiencing a "deep aching pain - hard to describe" in both eyes which was relieved with medications. She reported she cannot see well at any distance and her vision has progressively gotten worse since the surgery. The consumer reported that when she looks at an image, she can distinctly see an outline, but everything in the center has a shadow over it. The consumer reported she was seen by a colleague of her surgeon and was placed back on medications. The consumer reported she uses artificial tears every couple of hours while awake. The consumer reported she has a history of retinal bleeding with scarring in her left eye. In a follow up, the surgeon reported the consumer has idiopathic retinal telangiectasia (pre-existing condition). The patient was seen by a retinal specialist prior to her iol implant surgery. The patient had an optical coherence tomography (oct) which showed cystoid macular edema (cme). The patient is being followed by a retinal specialist and treated with medications. The surgeon indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon indicated the of an unapproved viscoelastic. Additional information was requested on 02/23/2010, 03/01/2010, and 03/10/2010 by phone, fax, and mail. A completed questionnaire was received on 03/16/2010. (B) (4) (B) (4). (B) (4).